Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low glucose event overnight after receiving a low alert from the ilet; review of the device log indicated an elevated glucose about an hour prior that triggered a small correction bolus, after which the user¿s glucose dropped to a nadir of 62 mg/dl and returned to range following intake of three glucose tablets. Symptoms included hypoglycemia without loss of consciousness or other acute effects. Outcomes included self-treatment with oral glucose, no need for assistance, and no medical intervention or hospitalization. Investigation included troubleshooting and education with the user and review of device-generated data. Investigation of this case revealed that the device alerted appropriately and delivered insulin as designed, with the specific cause of the hypoglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.